Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. A batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the device infused 12 hours faster than expected. The event occurred during patient use. There is a possible adverse event, associated with this report. There is no further complaint information available.